Event description:
Information was provided that the physician used the 22 gauge needle and installed the coaxial on the wire guide for a biopsy procedure, looking for cancerous cells. However, the needle broke in the ischion bone of the patient. The bone biopsy procedure was stopped. The patient had a surgical procedure in 2009, to remove the fragmented portion.

Manufacturer narrative:
The device was returned to our facility in a used condition. The coaxial needle, short and long biopsy needle, introducer stylet, introducer needle, and product label were returned. The removable hub of the introducer needle was not returned. A visual examination found the introducer needle and introducer stylet were slightly curved. The introducer needle fragment that separated in the patient was not returned. The returned introducer needle fragment was 20.5 cm in length. One end of the introducer needle was severely bent. The condition of the introducer needle and introducer stylet indicate that the device was met with resistance and excessively manipulated. There was no visible damage to the coaxial needle. It is feasible to suggest the device met resistance beyond its intended design. We will continue to monitor for similar complaints.